Event description:
Pt had perfix (bard) mesh plug implanted at another facility. Pt has had chronic debilitating pain since that repair. Mesh plug explanted. At surgery dense adhesions/entrapment of genito-femoral, ilio hypogastric nerves identified.